Event description:
According to the reporter, during a colon reconstruction, on the intestinal tract, the firing stopped halfway, and the knife was retracted. The stapling line was incomplete because the knife had retracted during the firing. The staple was in the middle of being formed and had pierced the tissue. A new manual handle and a cartridge were used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sig power sigphandle handle- sigphandle sig power sigphandle handle- sigphandle sigtrsb60amt 60mm med thk reinforced rel - sigtrsb60amt, lot#: n4c1866y sig power sigpshell control shell - sigpshell, endo gia sulu - unknown egia su. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.